Manufacturer narrative:
The field service engineer (fse) was dispatched and determined the carbon bridge malfunctioned. The fse replaced the carbon bridge, primed the ise module following replacement, performed three consecutive ise calibrations, completed 20-replicate precision runs at each qc level, ran a full qc panel for ise, and verified ise calibration to resolve the issue. The fse performed system verification successfully. Section a2, a3, a4 and a5: the customer did not provide information. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned ise (ion selective electrode) patient results which include sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) due to low anion gaps generated on their dxc 600i clinical chemistry system (pn: a25639, sn: (B)(6). The issue occurred intermittently, affecting approximately half of daily samples tested. The exact number of erroneous results is unknown as patient data was not available. The customer reported getting anion gap values ranging from 2 to 3 mmol/l on the questioned instrument and on their back up analyzer they were getting 7 to 9 mmol/l. No erroneous patient results were reported outside of the laboratory. Quality control (qc) testing was within specification prior to the event. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient data and/or patient demographics.